Event description:
Surgeon was placing cannulated screw in the patient's elbow and the screw head broke off. The remainder of the screw was cut flush by the surgeon and left in patient as surgeon thought it may do more damage to remove it than leaving it in place. Broken piece retrieved and sequestered for risk management.